Manufacturer narrative:
A patient side manipulator (psm) arm 1 was returned to intuitive surgical inc.,(isi) isi for failure analysis investigation. Engineering found that the psm failed the in-house brake weight drop test for axis-2. The axis 2 brake was replaced to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the brake weight drop test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During preventive maintenance of the da vinci surgical system, the patient side manipulator (psm) arm failed viscous drag friction test on axis 1. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments.